Event description:
It was reported that during a pacemaker device replacement procedure, this right ventricular (rv) lead was confirmed to be exhibiting high pace impedance and high threshold measurements in both the bipolar and the unipolar configurations. Upon checking before the procedure, the impedance measurement was high out of range at 2250 ohms and the threshold was high at 2.2 volts at 0.6 milliseconds. When the measurement history from the regular patient follow-up visits was reviewed, the impedance and threshold measurements were found to have been increasing gradually over the past three (3) years. Considering the patients age and other factors, the physician decided to continue to use this rv lead with the new pacemaker device, and the patient will undergo follow-up observation. The pacemaker device replacement procedure was completed without a problem, and the measurement values before and after the procedure did not change. The lead remains in-service. There were no adverse patient effects.

Event description:
It was reported that during a pacemaker device replacement procedure, this right ventricular (rv) lead was confirmed to be exhibiting high pace impedance and high threshold measurements in both the bipolar and the unipolar configurations. Upon checking before the procedure, the impedance measurement was high out of range at 2250 ohms and the threshold was high at 2.2 volts at 0.6 milliseconds. When the measurement history from the regular patient follow-up visits was reviewed, the impedance and threshold measurements were found to have been increasing gradually over the past three (3) years. Considering the patients age and other factors, the physician decided to continue to use this rv lead with the new pacemaker device, and the patient will undergo follow-up observation. The pacemaker device replacement procedure was completed without a problem, and the measurement values before and after the procedure did not change. The lead remains in-service. There were no adverse patient effects. During a subsequent routine follow-up, a device check was performed and rv loss of capture was observed. The loss of capture was noted to have occurred at a pacing output setting of 4.0 volts at 0.6 milliseconds and the pacing threshold measurements were noted to be 5.0 volts at 0.6 milliseconds and 5.5 volts at 0.3 milliseconds, which are high. In response the pacing output programming was changed to 5.5 volts at 1.0 milliseconds. Sensing was indicated to be appropriate. It was stated that the increased pacing threshold was suspected to be due to a lead conductor fracture. It is planned to replace the lead in the future and the specific date of the replacement is in the process of being determined. The lead remains in-service at this time. There were no adverse patient effects.